Event description:
It was reported that the pacemaker stopped transmitting remotely. The patient presented to the clinic for a device check and could not interrogate the device. Troubleshooting was performed but still unable to establish a connection to the device. It was noted that the patient's heart rate was low after placing a magnet over the device. A possible premature discharge of the battery was noted. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of inability to interrogate and no magnet response were confirmed. The premature discharge of battery was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.